Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 15661919, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patients leads was out and appeared to be fractured.

Manufacturer narrative:
Additional information was received that the had eight (8) contacts out on one (1) lead. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will-¿not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/17/2018 02:13 pm CT.the report number is being corrected from: 3006630150-2018-62319to: 3006630150-2018-61936.

Event description:
A report was received that the patients leads was out and appeared to be fractured.